Event description:
The patient underwent full revision surgery. The explant facility is known not to return any explants. No additional relevant information has been received to date.

Event description:
It was reported that high impedance and low battery was observed on the patients device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.